Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as fold flaw opening additional observations: yellow particles observed in the gel. Observed wear abrasion on the device. Observed creases on the device. Observed stress marks on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported rupture. This record is for right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. This record is for right side. The device has been explanted.